Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting was performed and the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the brightness could not be automatically adjusted on the evis exera ii xenon light source. The issue was found during preparation for use. There were no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the product was not returned, the user was able to resolve the issue by connecting maj-1411(light source cable) again. Therefore, it was determined that the cause of the event was due to poor contact of the cable. As the result of confirming monthly analysis result report, there was no increase in trend observed. Olympus will continue to monitor field performance for this device.